Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. The returned sofia 2 analyzer, 25025173 passed all testing. Root cause: could not duplicate with returned instrument; unable to determine . Source: phone.

Event description:
Reported false negative sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was confirmed positive by molecular (pcr testing). The customer was using 3 different lot numbers but it is unknown which one was used for this patient. Attempts were made to contact the customer for more information regarding the total testing volume. The customer was unable to provide further details and clarification.